Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook (pch) had a defective hook. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the joint did not orientate correctly, making it impossible to use it as it is.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The customer reported complaint was replicated/ confirmed. The permanent cautery hook instrument was analyzed and found to have a dislodged cable crimp from the yaw pulley. The yaw cable crimp is still installed on the cable. No missing fragments observed. The yaw cable is a motion responsible cable and the failure affected negative the intuitive motion of the instrument. The probable root cause of cable crimp dislodged is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.

Event description:
Refer to h11 for follow-up information.